Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchial uncovered proximal release stent was to be used to treat a malignant major airway organic stenosis during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tight. According to the complainant, during the procedure, the physician pulled the stent deployment suture to release the stent. However, the stent was unable to be fully deployed from the distal end. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchial uncovered proximal release stent was to be used to treat a malignant major airway organic stenosis during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tight. According to the complainant, during the procedure, the physician pulled the stent deployment suture to release the stent. However, the stent was unable to be fully deployed from the distal end. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion was reported to be stable.

Manufacturer narrative:
A deployed and expanded ultraflex tracheobronchial uncovered proximal release stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found no damage or any issues with the stent. The green stent retention suture was inspected and no anomalies were noted in both ends. The stent was measured to be within specifications. The initial report of stent partially deployed was not confirmed; however, additional information indicated that the device encountered difficult patient anatomy (tortuous /tight anatomy) during the procedure. Taking all available information into consideration, the investigation concluded that reported event was likely due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.